Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer had to revert to manual injections due to an unspecified issue with the pump. No further clarification was provided and customer did not respond to multiple follow up attempts.